Manufacturer narrative:
Company was informed of a removal of a protruding screw fragment from the bottom of the foot 4 months following a 1st metatarsal osteotomy. The protruding implant fragment (part of a screw) was successfully removed during a follow-up office visit. An image of the explanted implant part was shared but could not be examined as it was not provided. A product investigation was performed. Based on internal analysis of records and procedures, there is no indication of a design, manufacturing or process issue affecting device safety or effectiveness. Investigation revealed that in the original surgery the surgeon encountered difficulty to fully advance the implant and decided to remove and replace with a metal screw from a different manufacturer. Removal was done by drilling through the implant. Based on the investigation it was found that the event was caused by incomplete drilling though of the implant prior to the insertion of the metal screw at the time of implantation. The metal screw pushed the remaining implant fragment downwards and eventually out of the bone, into soft tissue. As the protruding implant fragment was removed and because the company cannot rule out the possible contribution of the device to the event, out of an abundance of caution, this event is being reported. Company continues to monitor these events as part of post market activities. The initial importer's report relating to this event is: #3014323288-2023-00004.

Event description:
Report of a removal of a protruding screw fragment from the bottom of the foot 4 months following a 1st metatarsal osteotomy.